Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump exhibited a travel coarse and plunger error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a chipped top case, missing battery, cracked bottom case, and the left plunger case was damaged. The tamper seal was broken. Review of the event history log (ehl) showed check clutch/plunge lever error. An occlusion test was performed and the reported issue was duplicated. The cause of the reported issue was due to the clutch halfs. As a result, the clutch halfs, leadscrew, and spring were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.